Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2018. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 4 years 7 months post primary procedure. Revision op report postoperative diagnosis: s/p recalled tka with poly wear, synovitis and aseptic loosening of femur. The patellar button was found to be intact but with some surface wear. The polyethylene was noted to have some damage that was not clearly visible but could palpate deft. The femoral component was noted to have completely debonded from its cement mantle. The cement mantle was intact, and when it was removed, there was noted to be aori type iib bone loss, worse on the lateral compared to meial side, and osteolysis affecting both posterior condyles. The tibial component was found to be grossly intact, not loose. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, 0n (B)(6) 2018, patient underwent bilateral knee replacement and was implanted with an optetrak logic psc polyethylene tibial insert in the left knee. On (B)(6) 2023, patient underwent left knee revision surgery due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. Patient experiences daily pain and discomfort in her left knee which limits his activities of daily living and impacts her quality of life. Due to the nature of the recall and her injuries, patient will also likely require revision surgery on her right knee. No other patient/medical information provided.